Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photos were provided. Photo one showed the end cap of the lens carton with the product information displayed. Photo two showed a partial view of a company cartridge from the loading area to almost the front wings of the nozzle entry area. The image is very blurry. A yellow lens model was shown halfway inserted into the loading area. The trailing haptic and the trailing portion of the optic extended outside the loading area. The trailing haptic was broken in the gusset area. The broken haptic portion was not visible in this blurry photo. The tabs were not visible in the photo; therefore it is not possible to determine if the cartridge had been loaded into a handpiece. A sample would be necessary to make a final determination. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during phacoeresis and iol installation procedure, one of the haptic got broken while loading lens in the cartridge. No patient was involved and no patient contact during the procedure.

Event description:
A health professional reported that during a phacoerysis and intraocular lens (iol) installation procedure, one of the haptics broke while the lens was being loaded into the cartridge. No patient was involved, and there was no patient contact during the procedure. Additional information has been requested.

Manufacturer narrative:
The product was not returned. The photo showed a partial view of a company cartridge from the loading area to almost the front wings of the nozzle entry area. The image is very blurry. A yellow lens model was shown halfway inserted into the loading area. The trailing haptic and the trailing portion of the optic extended outside the loading area. The trailing haptic was broken in the gusset area. The tabs were not visible in the photo; therefore, it is not possible to determine if the cartridge had been loaded into a handpiece. Product history records were reviewed, and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and handpiece. The account indicated the use of a viscoelastic other than the viscoelastic qualified for use with this lens/ company cartridge combination. Based on our observation of the attached photos, the lens is partially loaded into the cartridge and the haptic is broken. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). The account indicated the use of a viscoelastic other than the viscoelastic qualified for use with this lens/ company cartridge combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The product has not been received to evaluate. Due diligence has been performed to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).